Manufacturer narrative:
The device was received for evaluation. Visual inspection identified that the tubing was cut in several places. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink buretrol solution set was noted to be damaged. The set was observed to have a line cut and damage to several other points on the line when the package was opened. The event occurred prior to use; therefore, there was no patient involvement. No additional information is available.